Event description:
Customer called to report observing approximately 30 milliliters of fluid, which appeared to contain blood in the area of the retic-diff mix module of the coulter lh750 hematology analyzer. Customer was unable to determine the source of the leak. No death or injury is attributed to this event and there was no change to patient treatment. There was no impact to patient results. The operator was wearing gloves, a lab coat, and eyewear at the time of the incident. There was no exposure to open wounds or mucous membranes and the operator did not seek medical attention. The field service engineer (fse) found the fluid leaking from a pinhole in the tubing from the three-way tee fitting, which connects to the flow cell and diff mixing chamber. The fse replaced the tubing, cleaned the area, and ran controls. Finally, the fse verified the repair per established procedures and the results met published performance specifications. The root cause is attributed to a pinhole in the tubing from the three-way tee fitting which connects to the flow cell and the diff mixing chamber.

Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).